Event description:
It was reported that multiple intermittent malfunction alarms occurred. In addition, it was reported that a cartridge alarm (alarm 30) occurred during the load sequence. The customer's blood glucose level was 140 mg/dl. The customer reverted to manual injections for insulin therapy.